Manufacturer narrative:
(B)(4). Further information was received from health professional. The patient was still undergoing treatment and previously reported antibiotics were changed to vancomycin (2gram every 5th day route not reported) and fortum (1gram per day, route not reported).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since there is no sample, this condition was not confirmed. Therefore the assignable cause could not be determined. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized, however the patient was treated with an injection of reflin 1 gram per day, and an injection of tobramycin (40 milligram, per day, and route not reported).

Manufacturer narrative:
(B)(4). Further information was received from another health professional. The patient recovered from peritonitis.